Manufacturer narrative:
After plug deployment of an exoseal vascular closure device, vessel perforation of the external iliac artery was reported. The perforated site of the external iliac artery was unsuccessfully treated with balloon angioplasty (poba) so it was surgically sutured. Initially, hemostasis at the puncture site was achieved with the exoseal. This was a percutaneous coronary intervention (pci) that was conducted without a problem. Approach was made from the common femoral artery. There was no stenosis or calcification observed on angiography. A non-cordis sheath introducer was exchanged to a brite tip sheath (7f 11cm). The exoseal was inserted into the sheath introducer and connected with it. Adequate bleed-back signal from the bleed back indicator was confirmed and the exoseal with the sheath was retracted. Then the physician pressed the plug deployment button, and the plug was deployed. When the physician deployed the plug, his left hand was free from the exoseal and his right hand which holds the exoseal was unsteady fast. After the plug deployment, the patient complained of immediate pain of the puncture site and blood pressure (bp) was decreased slowly. But the physician continued the procedure, light compression for five to ten minutes was applied and hemostasis was confirmed. After the hemostasis, the patient¿s bp was decreased to 70mmhg from 160mmhg and treated with vasopressor. After that, bleeding near the puncture site was detected with echography and computed tomography. Then angiography and ivus were conducted, perforation at external iliac artery was confirmed. Poba was conducted for vessel perforation, but it could not be treated. Then the patient was surgically treated. The hospitalization was not prolonged due to the event. The patient was discharged from the hospital in stable condition. The physician has achieved certification in the use of the exoseal and has used the device three or four times. The product was not returned for analysis. A device history record review was performed and showed that these lots of products met all requirements per the applicable manufacturing quality plan. The most serious recognized risks associated with femoral artery closure procedures occur rarely and include vascular injury requiring repair. The exoseal vascular closure device procedure should be performed by physicians who have expertise in the techniques of vascular catheterization (or other healthcare professionals authorized by, or under the direction of, such physicians) and possess adequate training in the use of the device, e.g. Participation in an exoseal closure device training program. Based on the information available for review and without the product available for analysis, it is not possible to draw a conclusion about a clinical relationship between the device and the events. Based on the device history record review, there is no indication that the events are related to the device manufacturing process. Therefore, no corrective actions will be taken at this time.

Event description:
After plug deployment of an exoseal vascular closure device, it was reported, vessel perforation. The perforated site of the external iliac artery was surgically sutured. The perforated site of the external iliac artery was surgically sutured. Hemostasis at the puncture site was achieved with the exoseal. This was a percutaneous coronary intervention (pci) that was conducted without a problem. Approach was made from the common femoral artery. There was no stenosis or calcification observed on angiography. A non-cordis sheath introducer was exchanged to a brite tip sheath (7f 11cm). The exoseal was inserted into the sheath introducer and connected with it. Adequate bleed-back signal from the bleed back indicator was confirmed and the exoseal with the sheath was retracted. Then the physician pressed the plug deployment button, and the plug was deployed. When the physician deployed the plug, his left hand was free from the exoseal and his right hand which holds the exoseal was unsteady fast. After the plug deployment, the patient complained of immediate pain of the puncture site and blood pressure (bp) was decreased slowly. But the physician continued the procedure, light compression for five to ten minutes was applied and hemostasis was confirmed. After the hemostasis, the patient¿s bp was decreased to 70 mmhg from 160 mmhg and treated with vasopressor. After that, bleeding near the puncture site was detected with the echography and computed tomography. Then angiography and ivus were conducted, perforation at external iliac artery was confirmed. Poba was conducted for vessel perforation, but it could not be treated. Then the patient was surgically treated. The hospitalization was not prolonged due to the event. The patient was discharged from the hospital on (B)(6) 2013. The physician has achieved certification in the use of the exoseal and has used the device three or four times.

Manufacturer narrative:
Addiitonal information will be submitted within 30 days of receipt.